Event description:
The physician inserted the guide catheter into the pt right coronary artery and performed intervention. The physcian noticed that the guide catheter tip had become out of position and the guide wire had shifted proximally. The physician attempted to re-engage the guide catheter and injected a dye shot of contrast and a dissection of the right coronary artery was noticed. The physician re-advanced the guide wire and inserted a stent delivery catheter and placed a stent to repair the damaged artery. The pt is reported to be fine.